Manufacturer narrative:
D10 concomitant products: cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cesarean section, the needle detached from the thread at the threading area, even with normal handling. A total of six were found to be defective. Additional sutures were requested. The procedure was completed without any complications for the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. One hundred forty four representative samples were returned for analysis. Visual inspection noted a tactile and microscopic inspection of the sutures was performed. Varying degrees of discol oration (dark color) and suture stiffness were noted near the needle attachment point of the sutures. Functional testing of the representative samples found the sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. The instron then pulled the sutures until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet ep mean and individual specifications. It was reported that the needle detached from the thread at the threading area, even with normal handling. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.